Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a varipulse¿ bi-directional catheter and the patient experienced a stroke. In the middle of the night after the procedure, the patient was having trouble getting out of bed and reported stroke-like symptoms. The patient was admitted overnight. While admitted, the patient had issues moving their right arm and was diagnosed with right arm dysmetria. A cat scan done but is unsure of results. The patient has improved and went home on (B)(6) 2026 and was "75% back to normal". The caller is unsure if any medical intervention was provided. The caller noted that to note, a posterior wall ablation was performed using the varipulse catheter during the atrial fibrillation procedure and the jnj representative reminded the physician that this was an off-label use of the varipulse catheter. The physician acknowledged this and continued the case. The procedural act (activated clotting time) was greater than 350. 35 total ablations with 1 partial ablation were performed. 10 ablations performed on the posterior wall. 25 total performed within the pulmonary veins (1 of the 25 was a partial ablation).

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).